Event description:
It was reported by a pt that pt was the recipient of a protegen sling in 1998. The initial procedure, to stop stress incontinence, was successful. Approximately 7 months post-op the pt developed hip and lower back pain. The physician treated pt for bursitis which included anti-inflammatory medication, physicial therapy and excercise. It was reported that on 6/30/99 the pt experienced severe vaginal pain. After examination a lidocaine gel was prescribed by the physician. Approximately one month later, the pt visited the physician's ofice experiencing severe pain. The physician adminstered an epidual injection to the pt as well as prescribing additional pain medication. The pt reported to have relief for five weeks. The hip, back and vaginal pain returned and the pt decided to have the protegen sling removed. The protegen sling was removed approximately three months post-op that the pt's condition is steady improving. The pt is no longer experiencing hip, back and vaginal pain. No product was returned for eval.